Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The battery pack was manufactured in (B)(6) 2001 and zoll recommends replacement of the battery packs every 18 months.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.